Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-23449. It was reported the patient experienced ineffective stimulation. Diagnostics showed normal impedances, and x-rays were unremarkable. Reprogramming attempts were unsuccessful at providing further effective stimulation for the patient. To address the issue, the physician implanted an additional lead on (B)(6) 2020, which resolved the issue.